Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) could not duplicate the problem during the site visit. A review of the log-file for this system found no errors or warning messages. However, the tm noted that the log file for (B) (6) 2009 included an opm 7 eyetracker system message (the position of the pupil is outside the acceptable area), followed by opm 10 treatment system message (interruption of the treatment because the laser foot pedal has been released). The tm discussed this with the site operator, who confirmed the (B) (6) 2009 date appeared to be correct. The tm successfully completed the system verification, and determined that the system was operating within specifications. A clinical investigation was performed, as the reported event indicated patient involvement during surgery. The site was contacted to understand any potential patient impact. The surgeon indicated that the patient involved was not harmed or injured by the reported event. The tm was unable to confirm a problem with the device. The system was found to be operating correctly. No parts were replaced. Conclusion: the system was operating within specifications; no conclusions can be drawn. No root cause identified. (B) (4)

Event description:
Adverse event: surgery interrupted. Malfunction: laser eye tracker issue. A technician reported a surgical procedure was interrupted. The laser tracker lost track momentarily on a case possibly due to patient eye movement, after which the surgeon came off the laser foot pedal. She mentioned that the surgeon was able to quickly restart and complete the procedure. The technician stated, on authority from the surgeon, that he does not feel that the patient involved suffered any harm or injury due to the minor interruption during the procedure.